Event description:
Technician found bed in storage with note attached "siderail will not latch." He found a sticky substance spilled into the latch assembly. He disassembled, cleaned and lubed latch assembly and it is now operating properly.